Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (5mg/ml at 0.5mg/day) and bupivacaine (1mg/ml at 0.1mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had less efficacy of the therapy. No environmental, external, or patient factors were reported to have caused this issue. The healthcare provider (hcp) did a catheter access port (cap) study and this was unsuccessful. The hcp decided to do a revision of the catheter on (B)(6) 2019. There were no visible obstructions to the old catheter, but no cerebrospinal fluid (csf) was seen coming back through the catheter. The hcp decided to replace the entire catheter. The issue was resolved and the patient was "alive - no injury". The event date was asked and unknown. There were no further complications reported at this time.